Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge and another fracture proximal to the fusion zone under the metal cap; the fracture proximal to the fusion zone does not signs of melting; the metal cap exhibits moderate charred detritus adhesion; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the aiming beam was lost / "no red beam." The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "good" - there was no injury reported.